Event description:
Same as case #6000089-2004-1464. It was reported that during a coronary drug eluting stenting treatment procedure balloon withdrawal difficulties occurred. The de novoa, 75-80% stenosed lesion in the riva was predilated with a sprinter 2.5x15mm balloon @ 10 atm's for 20 seconds. The physician successfully placed two taxus express2 3.5x20mm and 3.0x16mm drug eluting stents into the lad. The balloons were deflated without any difficulties but the physician was unable to withdraw the balloons after deployment. He was finally able to remove the balloons by forcefully pulling for about 5 minutes. Once the balloons were removed from the pt it was noted that they were intact and fully deflated. No pt complications were noted and pt condition was reported to be good.